Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient¿s cgm was reading 168 mg/dl and the bg meter was reading 506 mg/dl. No patient symptoms were reported. The patient said she went to the emergency room (ER) due to her high bg level, but they did not give dexcom any further information about the treatment or medication she was provided, nor how long she was in the ER before discharge. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.